Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure of the duodenum the image of the subject device was not displayed and flickered. The procedure was cancelled and completed two days later with another system. The technician of olympus europa se & co. Kg (B)(4) will perform the on-site support. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg) and since the report said that the reported phenomenon could not be duplicated at the inspection, omsc surmised there was no irregularity in the subject device but the reported phenomenon was attributed to the accidental failure of the endoscope or videoscope cable which used combination with the subject device. If additional information becomes available, this report will be supplemented.